Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for an atrial fibrillation ablation procedure using a faradrive sheath, the sheath valve reportedly seemed to be broken and leaking as air, which appeared upon aspiration. The procedure was completed successfully with an another fardrive sheath. No patient complications were reported.